Event description:
Additional information indicated that the problem was quickly resolved. Patient had an appointment with a company representative (rep) in healthcare provider's office and the unit was working fine now. It was indicated that the unit has been a true blessing and has improved their quality of life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported poor communication. The patient was unable to sink with their implantable neurostimulator while the antenna was attached. They were unable to place the antenna on their skin at the time of the report. It was also noted that the patient was educated while under anesthesia. The patient stated that they were "out of it" when their friend/family member was shown how to use their patient programmer. The patient thought they may have turned stimulation off because they were not feeling stimulation. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.